Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported a 77-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that an impella 5.5 pump was unable to advance beyond the graft anastomosis and axillary junction during attempted implant via the right axillary artery. After resistance was met due to the heavy calcification and tortuous anatomy, an attempt was made to place the impella via the left axillary artery. Once again, the pump was unable to advance through the patient's tortuous anatomy and the implant was aborted. The patient was placed on extracorporeal membrane oxygenation (ECMO) for support. There was no patient harm.